Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure the right atrial (ra) lead appeared to be fractured/frayed. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.